Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a follow up letter to the patient. In 2009, the patient alleged that blood glucose results with his onetouch ultramini meter were erratic (232 vs 161 mg/dl) at 7:30pm the following month. The variance between the two results is greater than the expected less than equal to 20%. The patient ate or drank as a result of the alleged issue. The patient, an insulin adjuster, did not state whether he also injected insulin. One to 1 and 1/2 hours later, the patient began sweating and "blacked out". Ems was called and treated the patient with an IV of fluid (type not provided). If the patient was tested, he did not know the result. Because the patient allegedly had symptoms that can be associated with hypoglycemia and received treatment, the complaint is reported. The cca replaced meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.